Event description:
A customer reported the footswitch was working intermittently on several cases. Between cases, the staff switched out the footswitch but the issue remained. The system was then switched out which resolved the issue. All scheduled cases were completed. The customer reported there may have been a one minute delay while the systems were switched out. There was no pt impact reported. This is the second of two reports being filed for this facility.

Manufacturer narrative:
The facility ordered a new footswitch and cable. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).